Manufacturer narrative:
(B)(4).

Event description:
It was reported during system implantation, the device registered improper impedance measurements. Silicone oil was applied to reconnect the removed lead and impedance measurements were read normal. The following day upper out of range hv lead impedance was observed. There was a fault with the header connectors. The device was explanted and replaced. The patient condition is good.

Manufacturer narrative:
Final analysis noted the reported field event of high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.